Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were hospitalized on (B)(6) 2020 as they were experiencing low blood glucose level 62 mg/dl which was treated by glucagon. Customer's blood glucose level was 252 mg/dl at the time of reporting. Customer was using insulin pump within 48 hours of reported event. Customer alleged that insulin pump was over delivering. Customer did all possible troubleshooting. Customer performed displacement and no delivery test which were passed. Device will not be returned for analysis.